Manufacturer narrative:
B3 date of event: literature article publication date. Detailed product information was not provided to bsc, because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Del cid fratti, j., masoomi, r., masoumi, l., kearney, k.e., lombardi, w.l. And azzalini, l. (2025), mechanical rotational intravascular ultrasound catheter suicide: a word of caution. Catheterization and cardiovascular interventions, 106: 2114-2118. Https://doi.org/10.1002/ccd.70032.

Event description:
It was reported via literature article that catheter entrapment occurred requiring additional intervention. The patient presented with worsening angina. The target lesion was located in right coronary artery (rca) with chronic total occlusion (cto). The decision was made to perform rca cto percutaneous coronary intervention (pci) to improve the patient symptoms. The cto was successfully crossed with antegrade dissection re-entry using the stingray system (boston scientific (bsc)). The wire was then exchanged for a non-bsc wire. Following pre dilatation with a 2.50 x 40 mm semi compliant balloon, intravascular imaging was attempted using the opticross ivus catheter (boston scientific). As the catheter advanced into the rca, the imaging function of the catheter was initiated. However, significant resistance was encountered while attempting to cross the lesion. The ivus catheter began to rotate tightly around its own axis, ultimately becoming entrapped. Fluoroscopically, it was noted that the ivus catheter shaft began getting deformed with each ivus transducer rotation. Imaging was turned off and attempted to pull the ivus catheter out. Initially attempted clockwise rotation of the ivus catheter shaft to reverse the knotted segment; however, this maneuver was unsuccessful in retrieving the catheter. A buddy wire was advanced alongside the ivus catheter and inflated a 2.00 mm balloon to release the entrapped ivus catheter, and ultimately able to achieve safe withdrawal of the latter. Repeat angiography demonstrated non flow limiting dissection planes extending from the proximal to mid rca. Given the extensive nature of the dissection (non flow limiting) and the absence of symptoms, the decision was made to defer stenting at this time. The patient was uneventfully discharged and was brought back 10 weeks later for staged pci. Coronary angiography showed that there were dissection planes in the proximal and mid rca, and the lesion was successfully crossed with a non-bsc wire. Following intravascular imaging and lesion preparation, a 3.50 x 38 mm drug eluting stent (des) was deployed. At 1 month follow up, the patient was asymptomatic and antianginal therapy could be de escalated.